Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that sherlock 3cg PICC stylet noted to be kinking & breaking off or appearing shredded when pulling out the wire at the end of insertion. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.